Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun, as the device is currently in transit to the investigation site.

Event description:
It was reported that needle shield of a deltec® gripper plus® safety needle did not cover the needle as it was supposed to, leaving the needle outside the shield. "Ee" had flushed the port with ns and heparin. Clinician stabilized the port and was retracting the needle when they were stuck in the right thumb. Clinician went to employee health to have it checked out. Lab work and risk counseling was done. No permanent injury was reported, and the event was reported as resolved.

Manufacturer narrative:
One used deltec® gripper plus® safety needle was returned for investigation. A visual inspection was performed and it was noted that the safety mechanism had already been activated and the needle was out of the base. On the back of the arm, discoloration was found on one of the sides. Functional testing revealed it was possible for the safety arm to be activated again. A manufacturing review of a similar device found no discrepancies. The complaint was not confirmed. The most probable root cause was determined to be that the damage to the safety arm occurred after the product left the manufacturing facility.